Manufacturer narrative:
Unit had broken off end cap.

Event description:
The customer reported via phone call that the bottom part of the insulin pump was damaged. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Updated date in date received by MFR.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.